Manufacturer narrative:
H3/h6 - evaluation of the returned camera 9735821 lot# p901233 confirmed the event. A check of the event log showed intermittent firmware incompatibility dating back to jan 2019 and intermittent illuminator current low dating back to sep 2020. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .371mm with a passing threshold of .250mm. Evaluation codes b01, c02, d02 apply. Evaluation of the returned cables found no fault with the returned components. Evaluation codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that there was poor camera communication prior to the surgery. When checking the status, it showed "pump sensor battery fault." Furthermore, the monitor of the camera cart suddenly disappeared, and the phenomenon recurred, so the network was switched. No known impact to patient outcome. There was no surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6). Product ID: 9735783. Product ID: 9735842. Product ID: 9735857. Product ID: 9735836. A manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Foreign country: japan. Multiple fdd/annex a codes were reported. A12 was coded for poor camera communication. A0902 was coded for the monitor of the camera cart suddenly disappeared. A1102 was coded for "pump sensor battery fault." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.